Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site and: completed a carry over test which passed well with all samples well below the 25,000 rlus (relative light units) upper cut-off, completed a high sensitivity system check which met specifications, completed a 24 replicate access accutni+3 precision assay (using wash buffer as the sample) which recovered with all results well below 0.0200ng/ml, completed a 15 replicate access accutni+3 precision assay (using low quality control material as the sample) which met specifications with a standard deviation of 0.0013 (well below the 0.0070 limit), a mean of 0.0392 and a coefficient of variation percentage of 3.3357. Nothing wrong was found on the customer's analyzer. All assay and instrument parameters met specifications. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. The customer reanalyzed the patient's sample two (2) additional times on the same laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results within the assay's normal reference range. There was no report of patient injury or change in patient treatment associated with this event. Calibrations, quality controls (qc) and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a rapid serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes between 15 and 25 degrees celsius. No issues with sample integrity were reported by the customer.